Manufacturer narrative:
Per the good faith effort (gfe) response, it was confirmed that no parts were replaced for the reported issue. The customer reseated all boards and connections on the ventilator to resolve the problem and allowed the unit to run for 24 hours. After successful operation, the device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting overpressure circuit failure. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer, with assistance from the remote service engineer (rse), evaluated the device and confirmed that the event log contained no entries for ¿check vent,¿ ¿vent inop,¿ or ¿overpressure circuit failure.¿ the customer was advised to coordinate with rt staff to identify the date and time of the reported event and to review the event log for any alarms recorded at that time. Additionally, it was recommended to perform a full pvt and address any issues identified before returning the device to service. Customer called back in and informed the rse that after reviewing the drpt, that he observed error code 1127 check vent: ovp circuit failed message which is captured under a separate record, and error code 110b check vent: proximal pressure sensor auto zero failed message. The rse informed customer that 110b: the proximal pressure is not measured, and pressure-related alarms are compromised, and the manufacturer recommends troubleshooting steps per service manual. The rse provided parts ID for the data acquisition printed circuit board assembly (pcba) and the solenoid valve (purge, autozero, crossover) (gds) for the repair. Resolution and disposition are pending - investigation ongoing.